Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: this report is being filed after the subsequent review of the following literature article: brembilla, c., lanterna, l.a., gritti, p., signorelli, a., biroli, f. The use of a stand-alone interbody fusion cage in subaxial cervical spine trauma: a preliminary report. Journal of neurological surgery part a. Central european neurosurgery 03/2014; doi: 10.1055/s-0034-1368092. This report is for an unknown quantity of zero-p with unknown part and lot numbers. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: brembilla, c., lanterna, l.a., gritti, p., signorelli, a., biroli, f. The use of a stand-alone interbody fusion cage in subaxial cervical spine trauma: a preliminary report. Journal of neurological surgery part a. Central european neurosurgery 03/2014; doi: 10.1055/s-0034-1368092. Patients treated in italy. The purpose of the study was to test if zero-p implant would be associated with low rate of dysphagia and other short-term complications compared with the standard for anterior spinal fusion surgery and would be able to achieve a solid fusion and maintain correct metamere alignment. The study included patients with subaxial cervical injuries who were treated with a zero-p cage from july 2009 through september 2011. Patients were followed for a minimum of 6 months, ranging from 6-27 months. Study included 12 patients: 9 males and 3 females with a mean age of 47.1 years, ranging 17-63 years old. Levels involved in the surgery: c3-4 (n=2), c4-5 (n-3), c5-6 (n=5), and c6-7 (n=2). In 9 cases, lordotic-shaped zero-p used and in 3 cases convex-shaped end-plate cages. All cages were packed with autogenous bone graft from the iliac crest. Complications included: a (B)(6) male (referred to as case 3) experienced mild dysesthesia that persisted in the right c6 segment. This report is 1 of 1 for (B)(4). This report is for an unknown zero-p implant. This report is for 1 of 1 mw reports.